Event description:
The user facility reported a strong increase of pressure after 1 minute of use during a cardiopulmonary bypass. Follow up communication with the user facility confirmed: the increase in pressure happened rapidly; there was no harm to the patient as a result of the event; the patient is reported as "doing ok"; and the procedure was completed successfully.

Manufacturer narrative:
A visual inspection of the actual device revealed no anomalies or breaks. The sample was mechanically tested for pressure performance and the obtained pressure values met specifications. There were no anomalies observed, such as an obstruction in the oxygenator module, which would have contributed to the reported pressure rise. A review of the complaint files confirmed that this lot has not been previously reported. A review of the device history record confirmed that there were no production related problems for this lot number. Although the cause for the reported event cannot be definitively determined based upon the available information, there is no indication that this event was related to a device defect or malfunction. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. Oxygenator use and performance under standardized conditions are addressed in the device labeling. The device labeling states in the instructions-for-use: "do not supply gas during priming." All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).

Event description:
This report is being submitted as follow-up #1 for mfg. Report # 9681834-2014-00032 to provde additional inforamtion regarding the event. The user facility reported that, upon increase in pressure, the oxygenator was rapidly replaced with a new one. Reportedly, the replacement resulted in no blood loss or harm to the patient.